Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 85% stenosed lesion was located in a moderately tortuous and moderately calcified arterio venous (av) shunt. The wanda 4.0-40, 80 balloon was inflated and ruptured at fourteen atmospheres. The number of inflations is unknown. The physician removed the balloon intact and completed the procedure with another of the same device. There were no complications reported. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)